Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 440 mg/dl at the time of incident. Customer states insulin pump had unexpected restart. Customer reports they were able to clear the alarm. Customer able to complete rewind the insulin pump. Customer states alarm occurred shortly after inserting a new battery. Customer advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and unexpected restart alarm test. No unexpected restart alarm anomalies noted.